Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced "loss of drug when supine" and it was noted that there was consistently more drug on refill than expected. The pump was explanted and replaced for the above reasons as well as to avoid in-vivo battery depletion. The catheter was also removed due to hole, break or tear. There was no patient injury reported; the patient recovered without sequela.